Manufacturer narrative:
No root cause could be determined with the information provided. Calibration and quality control results were within range and do not indicate a reagent issue. The customer was using a 16x125 plastic transfer tube which is not recommended for use. This information is documented in the operator's manual. There were no adverse events.

Event description:
The customer received two questionable estradiol (e2) results on their e-module. The physicians called to question the results because they did not believe the results that they were provided. The patients samples were repeated on another modular analytics e-module, serial number (B)(4). The first patient's initial e2 result was 629.4 pg/ml. The repeat result was 23.2 pg/ml. On (B)(6) 2012, the second patient's initial e2 result was 14.2 pg/ml. The repeat result was 32.8 pg/ml. The customer considered the repeat results to be correct. The patients were not treated based on the original results and there were no adverse events. The e2 reagent lot number was 16728601 and the expiration date was 09/30/2012.